Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor and a transmitter issue and also received a sensor signal not found alert. Blood glucose value was 47 mg/dl at the time of the incident but the customer believed that the sensor read the value wrong. Troubleshooting was performed and the customer was advised the device will be replaced and returned.